Manufacturer narrative:
Internal file number - (B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system (sds) was advanced resistance was met with the narrow artery resulting in the reported failure to advance. Upon pulling the sds back to the tip of the guiding catheter, interaction with the guiding catheter, as the guiding catheter was not coaxially aligned, resulted in the reported difficulty to remove. Interaction with the guiding catheter and/or manipulation of the device resulted in the reported material deformation (flared). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the narrow, distal right coronary artery. The 3.5 x 23 mm xience alpine stent delivery system (sds) was advanced through the guiding catheter in an attempt to cross the lesion; however, it could not cross. Upon pulling the sds back to the tip of the guiding catheter, resistance was felt. It was believed that the guiding catheter may not have been coaxial. The devices were removed together as one unit. After removal it was observed that the stent implant was at the distal end of the guiding catheter with flaring of the stent struts. No adverse patient effects or clinically significant delay in the procedure were reported. New devices were used to complete the case successfully. No additional information was provided.